Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection showed the distal end is bent at approximately 63 mm from the end of the distal tip. The ring 1 proximal seal is damaged and dried body fluid can be seen under the proximal edge of ring 1. A chunk of distal end tubing is missing at the distal tip bond. Dried body fluids were also found on the handle, main body tubing and distal end. Dried saline found on the distal tip and inside the irrigation holes. The right and left curves failed to reach the specified area. The steering knob and tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found confirmed the center support was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The nav mifi oi dfu (50560350) states: "warnings: at no time should an intellanav mifi¿ oi catheter be advanced or withdrawn when resistance is felt, without determining the cause. Valve damage, vascular and/or cardiac perforation is a risk with any intracardiac catheter. Catheter entrapment within the heart or blood vessels is a possible complication of cardiac ablation procedures. The potential for catheter entrapment may be increased when the catheter is over torqued and/or positioned in the chordae tendineae. The occurrence of this complication may necessitate surgical intervention and/or repair of injured tissue and/or valve damage. Excessive curves or kinking of the catheter may damage internal wires and components, including the cooling lumen. This damage may affect steering performance and may cause patient injury. Manual bending and/or twisting of the distal curve can damage the steering mechanism and cooling lumens and may cause catheter failure and patient injury." And "precautions: the intellanav mifi oi catheter is highly torqueable. Avoid overtorquing. Over-rotating the handle and catheter shaft may cause damage to the distal tip or catheter assembly. Do not rotate the handle and catheter shaft more than one and one-half times the full rotation (540°). If the desired catheter tip position is not achieved, adjust the catheter¿s curve to disengage the catheter tip from the heart wall before resuming rotation of the handle and catheter shaft." (B)(4).

Event description:
Same case as: 2134265-2018-06363. Reportable based on device analysis completed on 20june2018. It was reported that catheter kinking and signal loss occurred. A intellanav mifi open-irrigated ablation catheter was selected for a ventricular tachycardia ablation. However the catheter had an abnormal bend so that the physician couldn't work with it. The catheter was replaced with a second intellanav mifi open-irrigated. The direct sense interfaces disappeared on the second catheter and the option to enable it again was gone, restarting the study didn't help so the physician decided to ablate without direct sense. For troubleshooting reasons we changed short before the end of the procedure again the catheter to see if the problem is software related or catheter related, we saw that the direct sense features came back with the use of another of the same catheter. No patient complications were reported however; returned device analysis reveled distal end with seal and tubing damage.